Event description:
Reference number (B)(4). Event occurred in puerto rico; u.s. It was reported that the patient faced a high blood glucose event which led to hospitalization. Patient's blood glucose at time of event was 1779 mg/dl. Patient was hospitalized for 4 days. Symptom reported at the time of hospitalization event was being sick. Patient was tested for ketones. However, patient does not recall the result of ketones test. At hospital the patient was treated with intravenous insulin. Patient was advised to change insulin reservoir and infusion set. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, u.s.